Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a company representative (rep). The patient was receiving an unknown drug via an implantable pump for spinal pain. A poor communication icon was seen on the personal therapy manager (ptm) about a month prior to this event report date. Troubleshooting was performed; the rep tried to use the ptm without the antenna, the rep stated that the patient had tried to use the ptm both with and without the antenna. The rep tried to disconnect and reconnect the ptm back to the pump and was still having trouble, the patient was morbidly obese and he had a very hard time even palpating the pump. The rep tried to read the pump using the 8840 and was unable to connect. The rep asked the patient and she did not think that it moved or anything so they did not think that the pump was flipped. There was no out of box failure reported. There were no symptoms reported. No further complications were anticipated/reported additional information received from the health care professional via the company representative indicated that they figured out that the pump had flipped/moved, they were able to partially flip the pump back over and had good communication with both the 8840 and the ptm. The communication issue was resolved. The patients weight at the time of the event was unknown.